Event description:
I misused clear care plus hydroglyde disinfectant for contacts. I had thought it was regular contact solution as I had bought them together. I left them to soak for two hours to take a nap, not knowing I had used the disinfectant instead of the solution as I thought it was just a two pack of solution. After two hours I went to go put them back in. As soon as it touched my eye it was instant burning, I couldn't open my eye, I had difficulties prying it open. It took me a good five minutes to take it out and when I did my eye was blood red. I had burned my eye with it severe burn. I understand there are labels and warnings on the bottle, but I believe there is still not a distinct difference between the solution and disinfectant. It was not noticeable which is very dangerous for unassuming people. I didn't even know the red cap meant to not put it in your eye, a doctor told me that. I believe the package is very misleading and dangerous, because it didn't just happen to me, but my friend made the same mistake as well. He put the disinfectant in his eye about a few months after I did. It causes severe burn. This happened a few months ago but I believe I should report it so you know. I do not have the product as I threw it out immediately and never bought it again. I'm a minor as well and it can be pretty dangerous.